Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer¿s complaint was confirmed. The device¿s blower motor was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.